Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, rewind anomaly, failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. The customer reported a keypad anomaly and/or stuck button alarm. The buttons were harder to press, sometimes has to press the buttons twice, louder during rewind, pump has rejected new battery. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1880.

Manufacturer narrative:
The pump passed the active current test, sleep current test, displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump. All buttons function properly. However, moisture damage noted to keypad trace. No power alarms or rewind anomaly noted during testing. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to moisture damage to pcb1 and pcb2 board. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor assemblies, pcb1 and pcb2 boards. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, corroded battery tube, corroded motor home switch. All buttons function properly and no rewind anomaly noted during test. However, the power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to moisture damage to pcb1 and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.